Event description:
On march 23th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a bg reading of 97 mg/dl from her dario meter compared to a bg reading of 131 mg/dl from her labwork.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she opened a new cartridge of strips and her bg reading issue was resolved. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.